Event description:
No additional information.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. The customer reported tubing disconnected at the hub, and returned one used sample of material 2426-0007 and lot 23095870. The set was visually examined for defects and abnormalities. The defect of separation at the tubing inlet of male luer lock, was verified. The set was inspected under a microscope, and insufficient solvent was found on the tubing and luer lock. The manufacturing site found the root cause of the separation to be related to a gap between components due to issues with the distal machine. The distal machine will be updated to document the process of changing the brightness parameters of the vision system, to prevent further occurrences of this failure. Device history record review for model 2426-0007 lot number 23095870 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
It was reported that bd unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: issue: uva external ID: (B)(6)-33yr old female patient, no injuries: pt infusing ivig for approximately 45 minutes when alaris pump started to alarm. Upon inspection, long tubing was disconnected/broken away from the hub that connects to patient piv luer lock cap. Immediately locked piv, removed tubing hub from piv luer lock, and flushed piv with ns. New tubing initiated and infusion completed without further delay. Defective product info: bd alaris pump infusion set, 2426-0007, lot (10)23095870, exp 9/22/26. If I receive the product, I will request a return label at that time. As of yesterday, I had not received it.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.